Event description:
It was reported by the patient that following a bad storm the remote monitor was no longer able to receive power. It was further reported that a power surge to the home from a lightning storm caused the remote monitor to interrupt phone service to the home. The monitor has been returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and preliminary analysis found that all [light emitting diodes (led's)] flashed at once when the button was pressed. An interrogation test was performed, with passing results. Because the condition disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.